Event description:
Complainant alleged that during a routine shift check by a clinician, the device will not go into defib or pace mode and the display went blank. Complainant indicated that there was no pt involvement in the rpeorted malfunction.